Event description:
It was reported to boston scientific corp that during a vaginal vault and anterior repair procedure using an uphold vaginal support system, the needle detached when the physician attempted to throw the first mesh leg through the pt's tissue. The needle was captured inside the capio device. The procedure was completed with a pinnacle anterior apical pelvic floor repair kit, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B) (4)